Manufacturer narrative:
Concomitant medical products: ddbc3d1 ICD, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited potential under-sensing of smaller p-waves on stored electrogram (egm). The ra lead remains in use. No patient complications have been reported as a result of this event.